Manufacturer narrative:
B2 - date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, the patient's activated clotting time (act) levels was 250s and heparin was administered. The amulet occluder was successfully implanted. After the implant, the doctor diagnosed a cardiac tamponade. The physician mentioned the cause of cardiac tamponade was the abbott device. The patient required pericardiocentesis and open heart surgery. On (B)(6) 2023, the amulet was explanted. On an unknown date, the patient was reported to have died.

Manufacturer narrative:
An event of pericardial effusion that lead to cardiac tamponade requiring pericardiocentesis and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however it was noted that the cause of death was due to patient's comorbidities and post-operative complications. From medical review: "patient's ultimate cause of death was post-surgical complications in the setting of multiple comorbidities."